Event description:
Boston scientific received information that at recent follow-up this right atrial lead exhibited a lead impedance of 180 ohms, a low p-wave amplitude of 0.3 mv, no capture at 6 volts, and noise with isometrics. The field rep though that likely this has resulted in some false atr detections, but it was difficult to know for sure as the pt dies have a history of atrial fibrillation. Subsequently, surgical intervention was performed and by x-ray the physician though that it showed clavicular crush. The lead was surgically abandoned and a new ra lead was implanted. There were no adverse pt effects with any of the observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.